Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time, channel 3 of the pump was programmed to deliver dopamine 400mg/250ml, with a dose of 12mcg/kg/min, at an unspecified rate. Approx 90 mins later, the nurse noted that the pt's systolic blood pressure was "51mmhg". At this time it was noted that the pump displayed an unspecified alarm code; however, no audible alarm tone was noted. Therapy was resumed using channel 2 of the pump. Reportedly, the pt's systolic blood pressure "started rising immediately and stayed above 100mmhg". No medical interventions were reported. There was no reported adverse pt sequelae. At an unspecified time, the pump was removed rom clinical svc. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was printed at the mfg facility. A review of the pump history indicated that in 2007, at 1913, the pump had been programmed in the dose calculation mode to deliver dopamine with a drug concentration of 400mg, diluent 250ml, weight 172kg, dose of 5mcg/kg/min, volume to be infused (vtbi) of 100ml, for a duration of 3 hrs and 5 mins at a rate of 32.3ml/hr, and the delivery was started. At 1919, the dose was titrated to 7mcg/kg/min. At 1923, the dose was titrated to 10mcg/kg/min. At 2017, the dose was titrated to 12mcg/kg/min. At 2045, the history indicated that the vtbi was complete. Within the same minute the infusion was resumed at the previously programmed rate. At 2112, the history indicated that the infusion was complete. At 2115, the history indicated an audio alarm failure code. At 2143, the pump was turned off. This report represents all the info known by the rptr upon query by hospira personnel.